Manufacturer narrative:
As reported in a research article, about five and a half years after the valve was implanted slight stenosis of the valve was noted. Also reported was that the no surgical procedure was performed and that the patient passed away 9 months after the stenosis was noted due to unknown causes. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed.the research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr].it was reported that in october 2011, a 21mm trifecta valve was implanted during an aortic valve replacement. On 02 may 2017, a slight stenosis was observed on the valve with no leak. On 05 may 2017, ultrasound showed valve with thickness without suspected endocarditis image. No surgical procedure was performed. On 24 february 2018, the patient died due to unknown causes. No additional information was provided.